Event description:
On (B)(6) 2011, wife reported the pt had been using a new type of infusion set for 1 week and he began to experience elevated blood glucose. Blood glucose was in the mid-300 mg/dl range, and target blood glucose was 78-150 mg/dl. Then, approx 2 weeks prior to the report at 6 p.m, pt's blood glucose was 337 mg/dl. Wife reported, "it was a normal evening, he looked fine and nothing at all was unusual." At 7 p.m, pt fell down the staircase and hit his head. Pt has died, and wife reported his death was due to a "tragic accident." Pt had told his wife that one of the infusion sets had a bent cannula. Pt had not mentioned any leaking of insulin at the infusion site. Pt learned how to use the new type of infusion set by self-study. At the time of death, wife did not notice any leaking of insulin at the site and it is unk if the infusion cannula was bent. Infusion device and unused infusion sets were requested for eval.